Manufacturer narrative:
Device is a combination product. (B)(4). The device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-09705. It was reported that stent damage occurred. The 90% target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). A 2.50 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion and the distal stent strut got lifted. The device was removed and another 2.50 x 24 synergy¿ drug-eluting stent was advanced but the same issue occurred. The procedure was completed with a 18x2.5 non-bsc stent. No patient complications nor injuries were reported.